Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had an issue with the cartridge. The contact was unable to confirm if a cartridge alarm occurred. The pump history could not confirm a cartridge alarm. Customer's blood glucose (bg) level was 500 mg/dl. Multiple attempts were made to retrieve information regarding bg level and alleged cartridge alarm.